Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results showed that the device arrived in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have a proper b-formation. It should be noted that each reload is 100% inspected through an automated vision system to verify staple presence prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not sew the tissue completely. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.